Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device entered palliative care and the implanted unit was deactivated upon medical request. Field information stated that during the implanted duration, no shocks were delivered however the battery level was illustrating 5 percent remaining life at the time of deactivation. There are no current plans for retrieval of the device and no data has been submitted for a longevity assessment.